Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: longitudinal tear burst all along balloon inflation balloon. Minor radial tear burst at the balloon distal end. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for delivery system balloon burst was confirmed based on evaluation of the provided imaging. Available information suggests that patient factors (calcification) likely contributed to the event as the description mentioned presence of calcification in the sinotubular junction . The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in canada, it was a case with a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. No pre-dilation of the native valve was performed, and no extra volume was added to the balloon prior to the inflation. During the procedure, the valve was deployed in the intended position (80/20) but the commander delivery system balloon burst during the end of valve deployment. The commander delivery system was retracted into the esheath and removed from the patient. No withdrawal difficulty was found. After the withdrawal, a longitudinal tear was observed in the balloon of the commander delivery system. The patient was hemodynamically stable with the valve well expanded without perivalvular leak or central leak on post-deployment aortogram. As per medical opinion, the root cause of this event was likely due to patient conditions since the mild sinotubular junction calcification contacted with the balloon of the commander delivery system.